Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision (hmrs parts replacement after 12 years) according to bfarm special approval 92.16-5640-s-023/22. Update 25may22, after 12 years , the poly is worn out. There was a massive instability in the knee joint. Especially the stopper on the proximal tibia was very crushed.